Event description:
Balloon ruptured upon placement, no patient injury.

Manufacturer narrative:
Customer report "balloon ruptured" was not confirmed. Balloon was still intact. However, balloon did not inflate due to interlumen leakage between inflation and pressure lumens. The balloon was visually inspected and there is no rupture detected. Colored water was introduced into the device balloon and it is confirmed that there is delaminating in the balloon bond and there is a fluid path were the water goes. There is a small piece of torn balloon material by the distal balloon bond.visual inspection of the entire device confirms that there is a sharp kink in the bellows. Water was introduced through all lumens and with acceptation to the balloon the water flows from where it should. There are no other defects detected. These devices are visually and functionally tested 100% prior to packaging and this delaminating of the balloon bond was not present during that time.